Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to unspecified reasons. The patient was implanted with a new aus device consisting of a 5.0cm cuff, 61-70 cm h2o balloon and pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.